Manufacturer narrative:
Patient information is unknown. (B)(4). Explant date is not applicable since implant remains implanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, during an anterior cervical decompression fusion (acdf) from c3-c6 (3-level) with zero-p natural (zpn), there was difficulty placing the implants, t8 stardrive screwdrivers kept stripping, screw heads kept stripping, the torque would torque-off before screws were seated/locked into the plate, the torque attachment fell apart into multiple pieces, and the handle attachment got permanently stuck on the handle. Per the surgeon, part of the problem was that the patient had very irregular osteophytes resulting in significant distortion of the anatomy leading to his erroneous placement of the implants off midline. Having to revise the position of the implants took up a significant amount of time. However, the major issue was that approximately seventy-five percent (75%) of the screws stripped during this case. The t8 driver kept slipping out of the screw interface as if it was stripped or head of screw was stripped. There was no problem with the awl despite the hard bone of the patient. The screws were advancing into the bone well despite the hardness of the bone. The angles/fighting tissue was not a problem as the patient had a shallow neck. The problem was getting the screws to torque-off without stripping the screw. The torque attachment would torque-out before the screws were seated/locked into the plate. In addition, the torque attachment fell apart into multiple pieces and the handle attachment (hex adaptor-qc high strength) got permanently stuck on the handle (inner shaft for angled screwdriver). All of the screws were all removed due to nine (9) having stripped heads. All three (3) zero-p implants remained implanted with new screws. The surgical delay was two (2) plus hours. Patient outcome is stable. This is report 3 of 4 for (B)(4).